Event description:
During a fibroid resection procedure, the equipment was functioning and the fibroid was resected. At the end of the case while the hysteroscope was still in the pt, the equipment sparked near the surgeon's hand, smoke was seen. Instrument was removed from the pt and brought to the back table for further inspection. The instrument was opened and closed, sparked again and fire was seen. The flame extinguished itself and the equipment was completely unplugged. The instrument was visibly melted and charred in the area where it was on fire. There was no harm to the pt or staff.

Manufacturer narrative:
Visual inspection of two other working elements that were returned for repair with the problem working element, showed non-wolf component used. This was an indication that a third party repair was used by the facility. Eval summary: visual inspection of the device confirmed black plastic material melted on the white block housing. This is the location where the spark occurred. A black screw was replaced and also a black push button was replaced. The black bracket was replaced due to being bent forward. One thumb ring was heavily damaged and brass material was visibly seen. Two other working elements not associated with this particular one were returned for repair. There was clear evidence of a non-wolf component used in a prior repair. The black brackets on both working elements were damaged to the point that you visibly could see the brass material. The black brackets were also bent forward and were required to be replaced. Cause of event: the facility has used a third party repair for the richard wolf working elements. Damage also indicated rough handling.